Event description:
A possible inflammatory mass was reported by a health care provider following intrathecal therapy. Pt and contact info was not provided. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)